Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that part of the lens optic was torn off and missing and the lens haptic was bent. Surgical residue/debris on product. And reddish residue.

Event description:
The surgeon implanted an aq1016v 3 piece silicone lens. The lens tore upon insertion into the eye. The lens was removed. No pt injury. Additional info has been requested from the user facility, but they have not been forth coming with more info. The iol injector and iol injection cartridge, model and lot numbers unk.